Event description:
The following is based off a review of the patient's medical records provided to davol by the pt's attorney: (B)(6) 2010 - the pt underwent exploratory laparotomy with repair of ventral hernia utilizing placement of a non-davol biological mesh and placement of a bard composix kugel mesh. The patient also had extensive lysis of adhesions greater than 2 hours and bilateral myofascial component separation. During this repair it was reported that a previously placed non-davol vicryl mesh was explanted. Post operatively, it was reported that the patient developed a recurrent seroma that became infected and became a complex abdominal wall abscess confirmed on imaging. (B)(6) 2011 - the patient had a CT guided abdominal drain placed with 400 cc's of fluid drawn off. The patient was admitted to the hospital on (B)(6) 2011, and it was also noted that the patient had presented to the hospital on numerous occasions with abdominal pain and had seromas drained. (B)(6) 2011 - during an office visit it was noted that the patient had multiple abdominal wall abscesses and laparotomies. She also continued to have abdominal pain and "it appears the mesh is infected". (B)(6) 2011 - the patient underwent an exploratory laparotomy, explant of previously reported infected mesh, lysis of adhesions greater than an hour, ventral hernia repair, and insertion of a non-davol biologic mesh. The attorney's report alleges "pain and suffering", defective mesh, ring break and add'l surgery.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for infection and adhesions, both of which are known possible adverse reactions listed in the IFU.